Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir a visual inspection was performed and found the second o-ring was out of the groove however, after testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was 220 mg/dl. The customer stated that one of the black o-ring is damaged where it was dripping out and instead of going straight across, it bent like a v shape. The customer stated that the reservoir dripped when he was filled it up. The customer will be sent replacement reservoirs.